Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) erbe was analyzed and the reported failure (error c-38 monopolar cut activation) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the issue. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site had an issue with erbe while using monopolar curved scissors (mcs). An error c-38 was showing on display. Restarting the erbe, changing the cautery cord and ground pad did not resolve the issue. Bipolar worked well. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was successfully completed using the bipolar energy. There was no patient injury.